Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications tgu313120j/13904552 UDI: (B)(4). Tgu313120j/13974858 UDI: (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of thoracic aorta using two conformable gore® tag® thoracic endoprostheses. Intra-procedure angiography performed after deployment of the endoprostheses revealed a minor proximal type I endoleak and a type iii endoleak from the junction of the endoprostheses. Touch-up ballooning was then performed, and the procedure was concluded. The patient tolerated the procedure. On an unknown date, follow-up imaging showed that the patient's distal aortic arch had become aneurysmal. No other issues including endoleak were reported. On (B)(6) 2016, a conformable gore® tag® thoracic endoprosthesis was additionally implanted. The endoprosthesis was located proximal to the previously implanted endoprostheses. It was reported that length of the overlap region was approximately 5 cm. Intra-procedure angiography showed no issues including endoleak. The procedure was concluded, and the patient tolerated the procedure.